Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a track ablation, after eleven ablation cycles on very big tumors had been performed, a plug of carbonized tissue, broader than the needle diameter was sticking at the antenna tip. It could not be seen by CT scan. The plug caused the bleeding while the needle was pulled back from the patient body. The bleeding needed to be stopped via catheter embolization. Embolization was successful but had a late complication of local abscess.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is based on information provided by the global complaint handling system. The product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. The customer reported that a plug of carbonized tissue, broader than the needle diameter was sticking at the antenna tip. The investigation could not determine the root cause of the report. If information is provided in the future, a supplemental report will be issued.